Event description:
A 3.0mm diameter x 19mm length ave gfx stent was inserted into the pt's arterial vasculature via the right femoral artery. It was not possible to cross the larget lesion in the coronary artery. Therefore, the stent and delivery system were pulled back from the coronary artery. The stent dislodged from the stent delivery system due to the pt's anatomical design". It is not known if the physician followed the instruction for removal of an undeployed stent. The stent was successfully retrieved from the pt. There was no additional clinical sequalae reported relative to the event and no further information available from the user facility.